Manufacturer narrative:
The customer contacted a siemens customer center. Quality controls were within acceptable range. The cause of the discordant ca_2c results on patient samples is unknown. Siemens is investigating the issue.

Event description:
Discordant concentrated calcium_2 (ca_2c) results were obtained on patient samples on an advia 2400 instrument. The customer provided an example of a patient sample which was falsely elevated on the initial run and lower on the repeat run performed on the same instrument. The initial result was not reported to the physician(s). The repeat result matched with the patient's history and was reported to the physician(s). The customer had also repeated additional patient samples on the same instrument. Only the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant ca_2c results.

Manufacturer narrative:
The initial MDR 2432235-2018-00015 was filed on 04-jan-2018. Additional information (17-jan-2018): a siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced and adjusted the mixer-1 module. The cse also verified the reagent tray 1 and reagent tray 2 temperatures, decontaminated the instrument and replaced the reaction bath oil (rrv) cuvettes. A siemens headquarters support center (hsc) specialist reviewed the instrument data. Precision studies were run before and after wash 3 run. The coefficient of variation increased after wash 3 run, indicating potential issue with inadequate washing of the rrv cuvettes or an issue with the water source of the analyzer. Ca_2c is sensitive to bacterial contamination and other impurities that may be present in the source water. It is unknown if the rrv cuvettes were changed before or after the precision runs. If the rrv cuvettes were changed after the precision run and recovery of ca_2c improved, it indicates that the rrv cuvettes were dirty and either overdue for maintenance or not being cleaned properly by the system washes. The advia 2400 operator's guide recommends that a wash 2 run be performed daily as part of routine maintenance. This is necessary to ensure that the rrv cuvettes are adequately cleaned. A weekly cell blank can also assist the customer with determining if the system is adequately washing the rrv cuvettes. It is unknown if this maintenance activity is being performed as directed. The hsc specialist concluded that the potential cause of the issue was due to incorrect or inadequate maintenance being performed on the system. Inadequate or incorrect maintenance related to proper washing of the instrument is consistent with dirty rrv cuvettes and may lead to bacterial contamination within the instrument. The instrument is performing within manufacturing specifications. No further evaluation of device is required.